Manufacturer narrative:
No device was returned for evaluation and no photographs were provided for review. Due to the image quality and orientation of the radiograph provided, the complaint was unable to be confirmed. Additional information provided by the initial reporter indicated that excessive force was placed on the tap in an attempt to remove it from the patient's extremely hard bone. Based on the information obtained, the root cause of the reported fracture can be attributed excessive stress in combination with an operational issue as a result of patient related factors. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted...."

Event description:
It was reported that during a procedure when performing hole preparation on the right side of the sacrum the tip of a tap became stuck. When attempting to remove the device from the bone, the tip fractured off. The fractured portion was retained in the bone and the surgeon opted to leave the portion in situ. No further patient impact was reported.